Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a flat flex cable issue. A field service engineer inspected the flat flex cable and found darkening at the bend and some minimal thermal damage to the coating of the cable. Replaced the flat flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.